Event description:
Two separate body/stem separator instruments broke in attempt to separate a body and stem of a restoration modular implant.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Lot number was updated. An event regarding thread fracture of the chuck adaptor subcomponent of the restoration modular stem body separator was reported. The event was confirmed. Device evaluation indicated that the chuck adaptor subcomponent is fractured at the base of the attachment threads in an identical manner to the device returned in associated investigation. No further information was requested as there is no indication the failure was related to patient factors. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found there have been other events for the manufacturing lot. A trend request has been submitted to evaluate the multiple events. The returned device fractured from multiple overload conditions.

Event description:
Two separate body/stem separator instruments broke in attempt to separate a body and stem of a restoration modular implant.